Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator volume stopped while on a patient. The patient was manually ventilated and transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite found wheel broken on one side, metal ring on power knob broke off and entire dial assembly spins without potentiometer. As a resolution the caster wheel were replaced and secured new power knob in place. Replaced dpm and completed 7 year pm, calibrated airway pressure monitor, ddi, and pneumatics functions. Checked alarms and completed circuit calibration. Ran performance check, unit passed all functional and safety tests performed to factory specifications. Returned to customer and cleared for clinical use.